Event description:
It was reported that the unit was not reading the shutter. It was further reported that the unit stays in standby mode.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.